Event description:
Home pt (hp) reports excess air in pt line of homechoice set noted after receiving alarm during treatment on homechoice device. No leak noted by hp. Baxter tech assisted hp in ending treatment and restarting with new supplies. Spouse of hp reports no pt injury or medical intervention required as a result of incident.